Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the patient has had several falls hitting their head. Patient has had parkinson's for the last six years. It was noted that the blindness went away after 45 minutes, and patient had been given some medication. Patient also had a cat scan done and the wires were ok, there was no bleed. An MRI was done and all the patient's device equipment was ok.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Hcp reported that patient fell last week and they bumped the implant. Patient experienced a period of blindness this past weekend. It was stated that patient had a CT scan to check for a stroke but it was negative. The hcp wanted MRI guidelines for diagnostics. It was reviewed for the hcp to use the clinician programmer for checking impedances. No further patient complications were reported/ anticipated as a result of this event.